Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra-fine¿ pen needle was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no: 320144. Batch no: 9197300. It was reported that the customer was able to prime the pen needle but when she took her injection, it stopped flowing before completing dosage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra-fine¿ pen needle was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no: 320144 batch no: 9197300. It was reported that the customer was able to prime the pen needle but when she took her injection, it stopped flowing before completing dosage.